Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture and was recording high impedance. Noise had been noted on prior electrograms. During routine device replacement, ra lead evaluation revealed acceptable unipolar values, and lead remained in use. During post procedure device evaluation, additional noise, high thresholds, and no pacing were observed on the ra lead. As a result, the patient's ra lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).